Manufacturer narrative:
The device was not returned for analysis. An event of arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. It is possible that patient condition (calcification) and/or procedural conditions (implant depth) contributed to this event. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances, as a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant. The valve was implanted at a depth of 5mm. On (B)(6) 2025, the patient had an episode of ventricular standstill so a temporary pacemaker was used. Later in the day, the patient had a permanent pacemaker was implanted. On (B)(6) 2025, the patient was reported stable and was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.